Event description:
The customer reported sometime last month while participating in track his blood glucose reached in the lower 300s mg/dl less than 36 hours after the pod was activated and noticed that the cannula had pulled out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.